Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited high capture thresholds. A fluoroscopy was performed, and it was discovered that the lead was dislodged. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.